Manufacturer narrative:
The device history record for the lot number, m4065a403, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One open sample package was received. The open package contained four (4) intact swabs and there were an additional eighteen(18) swab sponges with no sticks. Seven of the loose swab sponges exhibited the holes to receive the sticks. In these sponges, there was no visible adhesive. Eleven of the loose swab sponges exhibited holes which were clogged with partially cut sponge material and hardened adhesive. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
A report was received from (B)(6) stating the sponges on the oral care devices detach from the sticks. No additional information was provided in regards to the patient's status.